Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3877-60, lot# unknown, product type: lead. Product ID: 3550-29, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the device was implanted without an impedance test. Two different implant dates were reported: (B)(6) 2016 and (B)(6) 2016. Follow up was performed to find out the correct implant date. Post-op impedance measurements on 6 of 8 poles were >10,000 ohms. Telemetry data showed impedances >20,000 ohms. Programming on poles 5 and 6 were not successful. No stimulation was possible. There were no external factors that contributed to the event. The electrode was defective or the connection to the implantable neurostimulator (ins) was incomplete. The action taken to resolve the issue was re-operation. During the second surgery some days later after implant, the physician disconnected the electrode, cleaned it, and connected it again to the ins. Insertion of the electrode to the ins channel 0-7 was very difficult due the screw was open. Measurement showed all contacts >10,000 ohms. Disconnecting again the electrode from the ins was then not possible due the screw was open. During trying to disconnect the electrode, the electrode was destroyed. The complete system was then explanted. The patient was alive with no injury.

Manufacturer narrative:
Analysis found no anomaly with the implantable neurostimulator (ins). Analysis of the lead determined the lead was not completely inserted into the ins connector port as setscrew impressions were observed on the #1 connector sleeve. The #0 sleeve was crushed, and the outer insulation was stretched and torn at the #0 connector sleeve. (B)(4).

Event description:
The implant date was confirmed as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.